Event description:
It was reported that the pt's infusion device unexpectedly delivered more than a programmed volume of insulin. The pt lost consciousness at school and in the car after the event. The pt's father and teacher are the operators of the infusion device. The pt has been hospitalized three times for this issue. The pt was given sugar and food. The pt's blood glucose level was as low as 18 mg/dl. It was reported that the infusion device must stay within 20 centimeters from blood glucose meter to keep from losing the bluetooth connection. Product was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.